Event description:
It was reported that the device was nearing elective replacement indicator, the lead integrity alert had tripped, and the lead had oversensing, noise, and increased impedance. It was noted that in 2005, once, the lead also had oversensing and increased impedance. At explant it was noted there was blood in the connector block and that the lead was not fully connected to the device. The device was explanted and the lead was connected to the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.